Event description:
According to the reporter the tip of the angled screwdriver for zero-p (03.617.900) is wobbling and cannot be tightened, used or disassembled. All of the synfix screwdrivers (03.802.331, 03.802.431) will not engage and hold screw. The lamina elevator (388.170) will not lock into position either open or closed. This is for the lamina elevator and this is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing visual evaluation noted the spring mechanism was missing from the instrument. The cutter corresponds to the drawing and processes at the time of manufacture but not all parts were returned to complete the investigation and therefore we conclude the complaint to be indeterminate product development evaluation: the lamina elevator was returned with the spring component missing. The spring component on this instrument is designed to keep the ratcheting mechanism in the locked position. The spring component has broken off of this forcep. The missing spring mechanism prevents the forcep from functioning correctly, however the cause of the broken leaf spring cannot be determined with the information given. This spring is screwed and then welded to the forcep and is sufficient to withstand normal use of the instrument.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.